Event description:
The MDR is filed to give a response to ufr (B)(4). It was reported that: patient was intubated and anesthesia was unable to ventilate the patient due to circuit continuously losing pressure even in ventilation (controlled) mode. In addition, the circuit kept locking. The patient was ventilated with an ambu, during which time it was discovered that the co2 tubing was caught in the apl valve despite having been properly threaded away from the apl valve. The tubing was corrected and no harm occurred to patient.

Manufacturer narrative:
The event came to manufacturer attention already (B)(4) 2012 and was investigated at that time. The reported problem is a known effect, which was reported in some cases if the sample line for gas measurement was caught in the apl-valve. It is described in the instructions for use how to install the sample line. Clips are included in the apollo delivery, which are intended to fixate the sample line to prevent the problem. If the reported situation occurs, the apl-valve can not close completely and manual ventilation is not possible, as pressure can¿t be built up. In controlled ventilation the apl-valve is bypassed and a caught sample line has no influence. Therefore automatic ventilation is working without restrictions. As it is reported in the ufr that also controlled mode was restricted, it can only be concluded that there existed an additional leak in the patient hose system. In each case, ventilation pressure and volume are monitored by the anesthesia device and appropriate alarms are generated, if one of the adjusted alarm limits is exceeded. Since 2008, the apl-valve has a little design change further to reduce likelihood of the reported condition. In the concerned hospital, the newer valves were installed.